Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm enlargement (of 41mm) is confirmed. The reported type iiib endoleak of the bifurcated stent graft is unconfirmed. This is partially consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (of the lumbar and internal mesenteric arteries) with a secondary endovascular procedure on 11 march 2016 occurred that was not included in the reported event. This finding was discovered during an examination of the operative report. The most likely causation for the reported event is device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: d4 lot expiration date (primary). G4 awareness date. H4 release date (primary). H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial implant, the patient presented to the hospital with sac growth and an endoleak type 3b in the lower portion of the bifurcated device was identified. The physician elected to reline the originally implanted devices with an afx2 bifurcated stent graft and afx vela suprarenal. An angiogram demonstrated resolution of the leak and it was reported the patient tolerated the procedure well.